Manufacturer narrative:
Concomitant medical products: dtbb1d1 ICD, implanted (B)(6) 2015; 4968-60 lead, implanted (B)(4) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy due to the right ventricular (rv) lead oversensing and being fractured. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.